Event description:
Reportedly, the device was used during a hysterectomy procedure. The stapler did not release after firing. The surgeon released the device and completed the procedure successfully. No pt injury was reported.